Event description:
It was reported that the vns patient passed away. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Additional information was received from the hospital where the patient passed away. The patient was brought to the ER by ems with respiratory arrest. He was then admitted to the picu where he was noted to have evidence of respiratory syncytial virus (rsv). He remained on ventilator support throughout his hospital stay. Following confirmation of brain death, his family agreed to withdraw support and the patient was extubated and died on (B)(6) 2013. An internal sudep evaluation was performed where it was determined that the death is unlikely sudep as the cause of death is a viral respiratory infection.